Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. Additionally, analysis suggests that the product was used in a surgical procedure. Broken needle was removed from jaw of device and observed under microscope. The needle was broken at suture swage, had marks along plane of loading slot and had marks near the cone of the needle. Whole needle returned unloaded was used but showed no signs of abnormalities. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. However, an assembly error was identified during product analysis, a product enhancement has been implemented to prevent this condition from recurring. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic gastric bypass procedure. The device was being used to suture the bowel. The needle unstuck during suturing without any warning. Has happened multiple times with different lot numbers. In order to resolve the issue and complete the case, used a new product. There was no patient harm. The patient status is alive, no injury. The device was not reprocessed and reused on a different patient, but was used twice with a single patient.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic gastric bypass procedure. The device was being used to suture the bowel. The needle unstuck during suturing without any warning. In order to resolve the issue and complete the case, used a new product. There was no patient harm. The patient status is alive, no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.